Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller ac adapter operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was in the clinic for a routine visit and it was noted that the patient's ac adapter had bad connections. It would not properly attach to her controller. The device was exchanged with no reported consequence to the patient. No additional information provided.